Event description:
The service report shows that the device failed the leak test. The nellcor puritan-bennett service technician inspected the device and replaced the pressure gauge, which was damaged by the customer. The unit passed extended testing. The report is not an admission by nellcor puritan-bennett that this device cause or contributed to the event alleged in this report.